Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 290 mg/dl and a bolus via the pump was delivered to address the high bg. The cause of the high bg was not known. Tandem technical support asked the contact to report the event when it occurs so troubleshooting can be performed and advised the contact to discuss the event with a healthcare provider. The contact acknowledged the information.